Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and could not duplicate the customer reported malfunction. No components were replaced. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator's compressor stopped running. It is unknown if there was patient involvement. The customer reported that the compressor was the only source for air, as the facility does not have wall air supply.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.